Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implanted neurostimulator (ins) on the right side is not charging, while the left side charges normally. The caller noted that the right-side ins will not charge past 25%, and the recharger connects but then starts beeping. The caller was not with the patient at the time of the call and mentioned the issue was discovered last week at the neurologist's office, where one side showed 100% charge, and the other was at 20% and off. The caller stated the patient is in a nursing home, and the healthcare provider indicated they would arrange for a manufacturer representative to visit the patient there. The caller was redirected to the patient's healthcare provider for further assistance